Event description:
It was reported that the system 2800 does not initialize making the system non operational. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. The single board computer kit was installed in the system. The system was tested and found to be working as intended and placed back into service.